Manufacturer narrative:
At this time, the pacemaker has been returned but device evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
In was reported that during an in clinic follow up appointment, this pacemaker was found to be in safety core. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed as device evaluation has been completed.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated but a full download of device memory was not possible. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting and in the clinically observed revision to safety core operation.